Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose at 24 mmol/l to 26 mmol/l and sometimes dropping at low level. Customer stated that insulin pump received pump error alarm. Customer stated that insulin pump battery lasting for only one week. Customer stated that insulin pump battery cap was fine. Customer stated that insulin pump will not upload into carelink. Customer declined the troubleshooting. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will be returned for analysis.